Event description:
The reporter contacted animas on (B)(6) 2012 reporting that after the patient went swimming, the keypad buttons were not functioning at all and moisture was observed behind the display. The reporter stated that there was a scratch on one of the buttons but stated that he did not think that it was torn at all. The reporter stated that there was no known trauma to the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in display screen. Leak testing was performed and a display lens leak was observed. There was evidence of moisture observed inside the pump. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No keypad defects were found on investigation. The complaint could not be confirmed or duplicated.